Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during tightening the device broke at the eyelet. No adverse health outcome resulted from this event.

Manufacturer narrative:
One used sample was returned for evaluation. The inspection of the returned device showed that one side of the tube flange had a clean break in the material near the eyelet. The manufacturing facility performed a review of the manufacturing process for this product; specifically the assembly process where the flange is positioned onto the tube. The review showed that the operators were performing the procedure correctly in accordance with the procedure. The manufacturing facility performed pull testing on sample products: when breakage occurred due to excessive pull force, the break site did not resemble the physical appearance of the returned product. The break site seen on the returned sample was determined consistent with damage having been present before user pull force was applied. The manufacturing facility determined that the returned device had likely sustained damage due to a molding issue on the flange. In response to this issue, the manufacturing facility issued a supplier corrective action request to supplier of the flange. Also, they have notified their production personnel of this issue in order to emphasize the inspection of the flange prior to assembly onto the tube.